Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot numbers associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using an unspecified bd syringe/needle there was a needlestick injury-post use. The following information was provided by the initial reporter and translated to english. The customer stated: "a hospital worker had an accident with the extraction hoods. Apparently the hood was broken and he punctured himself with the inside needle. There is no documentation available regarding the impact to the health care worker." No medical intervention reported at this time.